Event description:
A pt was admitted with chest pain for an elective procedure. The target lesion was a 3.0mm lad graft with a focal lesion. The site was predilated with a 2.5 x 12mm balloon at 14atm for 30 seconds, and a 3.0 x 8mm balloon at 19 atm for 41 seconds. The 3.0 x 13mm cypher stent was deployed at 16atm for 40 seconds. The stent appeared perfectly deployed angiographically with no possibility of untreated disease or dissection. The site was postdilated with a 3.0x8mm at 14atm for 41 seconds. Residual stenosis was 15 to 20%; post procedure timi flow was 3. Two days later, the pt experienced a thrombosis in the lad graft. Per report, intervention was attempted. The pt remains in the hosp.